Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the distal segment of the lead was returned and analyzed. No anomalies were found. It was noted that the defibrillation conductor was distorted, cut and there was a white substance on the exposed coil, blood/body fluid was noted on the distal conductor (not obstructed), the outer tubing overlay was melted and had cosmetic environmental stress cracking and there was apparent explant damage. It was also noted that the right ventricular and superior vena cava conductors were cut.

Event description:
It was reported that the lead impedance measurements were high and that there was a suspected lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.